Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code; hsb. Device returned. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent osteosynthesis surgery for proximal humerus fracture with the locking screw in question. During the distal screw insertion, the screw passed the cortex, the surgeon was about to strip the screw head. Ultimately, surgeon gave up inserting the screw, and he inserted another screw. The surgical delay was unknown. No further information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.005.422s, lot: 3l71961, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: march 6, 2019, expiry date: february 1, 2029. Device was first manufactured unsterile under the lot 3l59209 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.005.422 with lot 3l59209 were reviewed: part: 04.005.422, lot: 3l59209, manufacturing site: mezzovico, release to warehouse date: february 19, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The visual inspection has shown that the edges of the stardrive recess are slightly stripped on top. There are some stress marks at the tip of the locking screw visible. Dimensional inspection: a function test with a at the customer quality (cq) department available screwdriver was made. The test has the stardrive feature is still functional as required, the screwdriver can be inserted and removed without any issue. This finding and the information that the screw did pass the cortex let us exclude a dimensional issue. Investigation conclusion: the complaint is confirmed as the edges of the stardrive recess are slightly stripped on top. During the performed evaluation no manufacturing or design related issue could be detected. Based on the provided information did the screw pass the cortex before the malfunction did occur. This and the stress marks on the top of the locking screw let us assume that there was a contact with the nail after the screw did pass the cortex. This made a higher insertion force necessary, while the screwdriver was at the same time not fully inserted into the recess, which explains that the stardrive is only at the edges on top slightly damaged. Finally did the higher insertion force and the not fully inserted screwdriver lead to the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.